Manufacturer narrative:
The manufacturing records for the onxane-23, sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxane-23 sn (B)(4) implanted (B)(6) 2016 in the aortic position of a now (B)(6) male patient who contacted the local distributor to report a thrombotic sequence of events beginning with a dizzy spell and temporary clouding of vision in left eye on (B)(6) 2016 ((B)(6) in canada). This would be 253 days postop. No prior problems reported. An echocardiogram was done somewhere near (B)(6) 2017 at the patient¿s routine follow-up after which the patient first contacted distributor who relayed the message to cryolife. A follow-up transesophageal echo was done (B)(6) 2017 and subsequent CT and x-ray indicated one valve leaflet demonstrated restricted motion raising the possibility of nascent thrombosis. The patient was otherwise asymptomatic but spent approximately 9 days in the hospital while anti-thrombotic therapy was implemented. The patient reported that the echo on (B)(6) 2017 seemed to show a leaflet that still did not seem to open so fully as expected. At last contact on (B)(6) 2017, the patient was doing well and resuming normal activities. Conversation with the following cardiologist suggested anticoagulation therapy prior to boxing day episode may have been sub-therapeutic, but no record was provided to corroborate this. This is a probable transient ischemic attack (tia) due to thromboembolism (te) followed by nascent thrombosis. The origin of the clotting is unknown, but sub-therapeutic anticoagulation is implicated in a conversation with the following cardiologist. Anti-thrombotic therapy seems to have returned the patient to normal function with no residual adverse effects. Thromboembolism and thrombosis are rare, but expected complications associated with prosthetic mechanical heart valves [instructions for use]. Historically, te is reported to occur in rigid (i.e. Mechanical) valves at a rate of 3% per patient-year while thrombosis is reported at 0.8% per patient-year [iso 5840:2005). Root cause for this event is unknown; however, it is likely that inadequate anticoagulation therapy lead to thrombotic episodes. The IFU lists prosthesis thrombosis as a known potential risk associated with the use of the on-x valve. No further action is warranted at this time.

Event description:
According to an e-mail sent 03/13/2017 to the distributor, the patient forwarded the following information, "app following recent ultra sound and other tests after boxing day dizzy spell and temporary vision clouding in left eye. Doctor tests indicate that the ideal blood flow velocity of 18 that I enjoyed 3 months following surgery has deteriorated significantly. Blood velocity has increased to 28 indicating that there may well be a problem with the valve or a small clot that needs to be dissolved . Going for internal ultra sound asap likely this week so they can try get a better idea exactly what has slowed down excellent valve function previously enjoyed. May need clot buster medication to clean things up and get valve function back to 100% current strategy get inr back above 2.5 to 3.00 . Take baby aspirin every day to keep blood slippery. Back off healthy green smoothies etc in am that may be reducing the necessary effect of warfarin?" Field representative for cryolife obtained the following information from patient's doctor: "patient presented for routine follow up visit to cardiologist office last week (week of (B)(6) 2017. Patient had no complaints, however, upon echo quantification of valve performance there was increased gradient detected. Echo was done to explore possible cause of tia event in (B)(6). Follow up tee was performed on (B)(6) 2017 which indicated possible asynchrony of leaflet motion. Patient was taken to CT scan and upon x-ray appeared to only visualize 1 of the 2 leaflets, indicating that there was restricted motion of the second leaflet¿further indicating possible small organized thrombotic mass present. The on-x prosthetic heart valve remains in the patient. The patient's physician is utilizing a tpa (tissue plasminogen activator) regimen to treat the event.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an e-mail sent 03/13/2017 to the distributor, the patient  forwarded the following information, "app following recent ultra sound and other tests after boxing day dizzy spell and temporary vision clouding in left eye. Doctor tests indicate that the ideal blood flow velocity of 18 that I enjoyed 3 months following surgery has deteriorated significantly. Blood velocity has increased to 28 indicating that there may well be a problem with the valve or a small clot that needs to be dissolved. Going for internal ultra sound asap likely this week so they can try get a better idea exactly what has slowed down excellent valve function previously enjoyed. May need clot buster medication to clean things up and get valve function back to 100% current strategy get inr back above 2.5 to 3.00. Take baby aspirin every day to keep blood slippery. Back off healthy green smoothies etc in am that may be reducing the necessary effect of warfarin?" Field representative for cryolife obtained the following information from patient's doctor: "patient presented for routine follow up visit to cardiologist office last week (week of (B)(6) 2017.  Patient had no complaints, however, upon echo quantification of valve performance there was increased gradient detected.  Echo was done to explore possible cause of tia event in dec/january.  Follow up tee was performed on (B)(6) 2017 which indicated possible asynchrony of leaflet motion. Patient was taken to CT scan and upon x-ray appeared to only visualize 1 of the 2 leaflets, indicating that there was restricted motion of the second leaflet¿further indicating possible small organized thrombotic mass present.  The on-x prosthetic heart valve remains in the patient. The patient's physician is utilizing a tpa (tissue plasminogen activator) regimen to treat the event.

Manufacturer narrative:
Correction, date received by manufacturer: 03/13/2017. Correction, date of event: (B)(6) 2016.

Event description:
According to an e-mail sent 03/13/2017 to the distributor, the patient forwarded the following information, "app following recent ultra sound and other tests after boxing day dizzy spell and temporary vision clouding in left eye. Doctor tests indicate that the ideal blood flow velocity of 18 that I enjoyed 3 months following surgery has deteriorated significantly. Blood velocity has increased to 28 indicating that there may well be a problem with the valve or a small clot that needs to be dissolved. Going for internal ultra sound asap likely this week so they can try get a better idea exactly what has slowed down excellent valve function previously enjoyed. May need clot buster medication to clean things up and get valve function back to 100% current strategy get inr back above 2.5 to 3.00. Take baby aspirin every day to keep blood slippery. Back off healthy green smoothies etc in am that may be reducing the necessary effect of warfarin?" Field representative for cryolife obtained the following information from patient's doctor: "patient presented for routine follow up visit to cardiologist office last week (week of (B)(6) 2017. Patient had no complaints, however, upon echo quantification of valve performance there was increased gradient detected. Echo was done to explore possible cause of tia event in (B)(6). Follow up tee was performed on (B)(6) 2017 which indicated possible asynchrony of leaflet motion. Patient was taken to CT scan and upon x-ray appeared to only visualize 1 of the 2 leaflets, indicating that there was restricted motion of the second leaflet¿further indicating possible small organized thrombotic mass present. The on-x prosthetic heart valve remains in the patient. The patient's physician is utilizing a tpa (tissue plasminogen activator) regimen to treat the event.